Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Next after the implantation day, computed tomography of chest revealed filling defects within multiple lower-order branches of the right pulmonary artery extended into the posterior aspect of the right lower lobe. Findings were consistent with pulmonary embolism. Potential left-sided emboli were identified as well although these are less definitive. Patchy infiltrates within both upper lobes. Additional patchy infiltrate within the left lower lobe and right middle lobe with an area of more dense consolidation. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly diagnosed with pulmonary embolism; however, the current status of the patient is unknown.